Event description:
A suspected high blood glucose level was reported, with the specific value unknown but indicated as "high." There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via mdi and sought technical assistance, which included checking the system for any gaps in the cartridge that might affect insulin delivery. The issue was resolved as user error during the loading process, and the customer resumed using insulin.